Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during a supply change, the customer was unable to observe drops of insulin exit the tubing. The customer placed the pump in storage mode in an attempt to resolve the issue. The customer charged the pump for an hour; however the pump remained unresponsive. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer had insulin pens available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. No failure related to the reported load fill tubing issue was identified.